Event description:
A customer in another country, reported problems with ECG. The problems, when translated from another country, are not clear to us. The customer has reported that the ECG signals failed to conduct. The customer did not report any patient harm and did not respond to requests for clarification on the failure mode and whether there was any patient harm. The patient ID information above is simply the date of the event with a "b" added to indicate that this is the second of two mdrs with the same date and patient ID reference.

Manufacturer narrative:
Device has not been received. A follow up report will be provided if and when received. Note that we received a faxed report in our foreign offices, but the report did not have a contact address. The address on this MDR form comes from an internet search. The contact information may be the wrong company.